Event description:
It was reported that at the end of a surgical procedure, an exposed wire from the rover power cord was observed near the power plug assembly. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection confirmed that a wire from the power cord had disconnected from the power plug assembly. The cause of the damage is unk, but may be the result of mishandling when the unit is unplugged from the wall outlet. The unit was repaired and returned to use.